Event description:
On 02/24/98, pt under went open reduction and internal fixation to repair fractured femur. Components were explanted on 09/16/98, due to fracture of the compression plate. Nonunion of femoral fracture was noted.